Event description:
It was reported via repair work order that the head piece would not stay locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: waiting on p.o.

Event description:
It was reported via repair work order that the head piece would not stay locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has decided not have the repair completed.